Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the frequently no or intermittent response from ok button of insulin pump. Customer¿s blood glucose level was 97 mg/dl. Customer reported that they had replace battery. Customer reported that the buttons was still unresponsive. Customer was advised to discontinue the use of insulin pump and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, selftest, sleep current measurement and active current measurement. No battery or power anomalies noted during testing or in power graph. Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. No button error alarm noted upon testing. Bolus or basal was able to be set to 0.0 due to functional keypad. (B)(4).